Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error alarms. Customer¿s blood glucose level was unknown. Customer also reported screen was scratched, received low battery alert before a week, failed battery test, back light was dimmer and had worn out buttons. Customer declined transfer to 24 hour troubleshooting. The device will not be returned for analysis.